Event description:
It was reported that there was difficulty advancing and retracting the stylet while attempting to place this new right ventricular (rv) defibrillation lead during a full system extraction and replacement. The lead was removed from the patient's body, and it was difficult to remove the stylet from the rv lead. A new stylet was inserted into the rv lead body, but appeared to be stuck or blocked. A different lead was requested, and the implant procedure was completed successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was difficulty advancing and retracting the stylet while attempting to place this new right ventricular (rv) defibrillation lead during a full system extraction and replacement. The lead was removed from the patient's body, and it was difficult to remove the stylet from the rv lead. A new stylet was inserted into the rv lead body, but appeared to be stuck or blocked. A different lead was requested, and the implant procedure was completed successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.